Event description:
It was reported that a user who had just initiated ilet pump therapy experienced a high blood glucose alert, with a reported glucose value of 381 mg/dl, and was informed that elevated readings can occur during the early learning period of therapy; troubleshooting and education were provided, and follow-up was planned to assess the need for a supply change. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and ongoing monitoring by support personnel. Investigation included customer interview and troubleshooting. Investigation of this case revealed no confirmed device malfunction and no device component failure, with the event consistent with therapy adaptation during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.